Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, initial interrogation observed dashes (---) for most parameters. Attempts to reprogram the rate were unsuccessful. Measured battery data was 2.76v, 58ma and <1k ohms.